Event description:
It was reported that the device would not power on. There was no pt use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. The customer was provided with device replacement options; however, the customer confirmed that the device will be retired and taken out of service. Further eval of the device will not be performed. The cause of the reported failure could not be determined.